Event description:
A malfunction on the pump was reported by the caller, but there were no notable events leading up to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer will use multiple daily injections (mdi) as a backup therapy while waiting for a replacement pump. Technical support confirmed the customer's address, provided instructions on storing the old pump, and sent a replacement pump with updated software. The customer understood the instructions and agreed to return the faulty pump within ten days.